Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during plastic for mouth procedure, after the doctor fired five to six clips, they noted the device could not be fired again due to the clips were in opposite direction. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. Visual inspection of the photo depicts the distal end of the instrument with clips loaded in the clip track orientated in the wrong direction. Visual inspection noted that the instrument was partially applied with five remaining clips. The clips are not loaded properly in the clip track; orientated in the wrong direction. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. The condition of the instrument precludes functional evaluation. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during photo product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity that has been addressed. If information is provided in the future, a supplemental report will be issued.